Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 600 (mg/dl) and small to moderate ketones. Customer administered insulin injections and correction boluses to treat bg levels; however, bg levels remained elevated and customer went to the emergency room (ER) on (B)(6) 2016. While in the ER, customer was treated with an intravenous drip and released after a few hours with a bg level in the 100s (mg/dl). Customer continued to experience elevated bg levels on (B)(6) 2016 in the 300s (mg/dl) that they treated with insulin injections before going to the ER again. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Reportedly, customer's health care provider had recently increased the customer's basal insulin rates. At the time of the call, customer was still in the ER and reported a bg level of 143 (mg/dl). Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.